Event description:
It was reported that during a laparoscopic anterior resection the device only partially fired. A larger incision was required to complete the procedure. The procedure was completed by over sewing the staple line. The case was extended by 30 minutes.